Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred the 2nd day following cartridge changes. The customer reported blood glucose levels between 162-200 (mg/dl). The cartridge and infusion set were changed to address occlusion alarms. Due to the occlusions occurring in the past, troubleshooting to determine the source of the occlusions were unable to be performed.